Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4 was not detected on the bus. The customer rebooted the system multiple times; however, the problem persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 21-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4 was not detected on bus. A field service engineer troubleshot the issue with the legacy full height drawer 4 not being on the bus and found a loose retractable band that was not properly seated, reconnected the retractable band, and completed a successful test with the customer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.